Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Product is not a single use instrument complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices shows the weld fractured between the strike plate and broach handle body. Excessive dings, gouges, nicks, and wear visually apparent. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This additional information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign- (B)(6). This investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left total hip arthroplasty the impacting plate fractured while the surgeon was hammering the handle. The procedure was completed with another handle present in the surgical unit. No pieces fell into the patient. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.